Event description:
It was reported that a failure to program occurred when attempting to interrogate the patient's device. An error message stating "this software is not compatible with this model of generator" was observed. It was noted x-rays were performed to see if there was a possible lead discontinuity, but the physician could not identify any defects. Follow-up provided that the issue occurs ¿9/10 times¿, indicating it is successful sometimes, but fails in most of the attempts. It was confirmed that the device did interrogate successfully initially. It was reported that rooms were changed, to rule out electromagnetic interference, but had the same results. It was reported the output current was not high. The battery status was listed as full. The device was tested with 3 different tablets, handhelds, and wands, which were all reported to have new batteries. It was reported that all the cable connections between the wand and the programming computer were secure. It was reported that the patient was not exposed to radiofrequency after the implant. X-rays were performed and showed no discontinuity. The programming systems were reported to be used daily and have had no problems checking other patient¿s devices. The generator is easily palpated due to the patient being thin. The vns magnet was not near the generator during the attempt to interrogate. The wands were rotated 45 degrees left and right, and also kept parallel to the generator location and the result was the same with no communication. Replacement surgery has been scheduled, but no known surgery has occurred to-date. Additional relevant information has not been received to-date.